Event description:
On (B)(6) 2023, it was reported by a facility representative via phone that an ar-8991 fibertaks tip of the inserter broke. This occurred during brostrum lateral ankle stabilization on (B)(6) 2023, the broken fragment could not be retrieved. The case was completed using another ar-8991.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or user-applied mechanical forces during insertion.